Event description:
Information received from the field does not address the patient's clinical status but notes that post-open heart surgery, the device exhibited a 6 second pause. Telemetry could not be established and there was no evidence of capture or output with magnet application.